Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number 3006705815-2022-14446, related manufacturer reference number 3006705815-2022-14447. It was reported that patient experienced pain at the ipg site and ineffective therapy. Reportedly, the leads had migrated far right laterally. Surgical intervention may take place to address the issue.

Event description:
Additional information received identified that patient underwent surgical intervention wherein, the entire system was explanted.